Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted that multiple out-of-range measurements had occurred over a year ago; however, since then, the average impedance values remained in the 50-60 ohms range. During the most recent in-clinic visit, the impedance value exceeded 200 ohms. Ts suspected a possible lead integrity issue but found it unusual that no additional out-of-range ambulatory measurements had occurred throughout the past year. Ts recommended to perform a defibrillation threshold (dft) test for further evaluation and reprogramed the device. No adverse patient effects were reported. This rv lead remains in service.